Manufacturer narrative:
Correction: investigation summary post market vigilance (pmv) led an evaluation of one device. Evaluation concluded a piece of the single use loading unit was stuck in the handle, blocking the handle from being loaded properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of this condition may occur by applying excessive force to remove the sulu without having the retract knob fully retracted. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung transplant procedure, the stapler was unable to fire. The handle allowed them to fire one reload but would not fire a second reload. They opened another handle in order to complete the case. There was no injury caused to the patient and no medical intervention was required.